Manufacturer narrative:
Calibration and quality control were ok. On (B)(6) 2020, the customer replaced the na, k, and cl electrodes. The field service engineer did not identify a cause for this event. He performed ise checks, calibration, qc, and precision testing with successful results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable non-reproducible ise indirect gen.2 na, k, and cl results for one patient from a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer repeated the patient¿s sample on a different ise system for confirmation. The repeat results were determined correct for the patient. The patient¿s initial results were na 187 mmol/l, k 5.4 mmol/l, and cl 68 mmol/l. The patient¿s repeat results were na 135 mmol/l, k 3.9 mmol/l, and cl 99 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.